Event description:
A health professional reported that a lap-band access port was removed due to an infection and soreness at an incision point. The infection was confirmed using blood work. The reporter believed that the infection was cultured, but the results are currently unk.. The surgeon believes the soreness is secondary to the infection. The device port was removed and will be replaced once the alleged infection clears up. The band remains implanted. It was noted that the fills are done with "sterile water." F/u findings: the surgeon stated during f/u that the pt was fine for the first ten months. The surgeon also noted the "port eroded" and the pt was treated with "three courses of antibiotics."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the prod for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the prod for analysis. Allergan has not received the prod at this time. Therefore, no analysis or testing has been done. Infection, pain and skin erosion/extrusion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Device labeling addresses the reported event of pain as follows: warnings: pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses extrusion as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this prod include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."